Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon experienced non-intuitive movement with the instrument and had to reseat the instrument sterile adapter and drape. Post-surgery, the patient developed an infection caused by a hole found in her bowel. As a result, the patient's bowel was resected.

Manufacturer narrative:
The cause of the hole in the patient's bowel is currently unknown. Intuitive surgical is in the process of obtaining additional information regarding this event from the hospital. A follow-up medwatch report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).